Manufacturer narrative:
Additional information has been received indicating that no injury resulted. X-smart cartridge various mechanical problem I note that the cartridge is blocked. Replaced by 1x x cartridge h1004c5210150.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smartcontra angle did not hold files. The event outcome is unknown as of this MDR evaluation.